Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen on insulin pump was scratched and hard to read. The customer stated that there was reddish film across the line. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. The case is scratched on the sides, plus the keypad overlay is pillowing around the keypad buttons. Did not note any red or red tinted displays popping up unexpectedly. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).